Manufacturer narrative:
The initial report was submitted with the wrong model number and serial number . The correction has been made with this report. Also, the supplemental report was submitted with the wrong failure analysis results. The correct analysis is as follows: the insulin pump was received with a critical pump error due to moisture damage on the corroded force sensor. We were unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement or self-tests due to the critical pump errors. The device was received with moisture damage on the electronic board stack and moisture damage on the motor assembly. The pump was received with a cracked battery tube area.

Manufacturer narrative:
Device powered up properly after battery installation. No critical pump error (open book image) alarm noted. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test and self test. Critical pump error (open book image) alarm not confirmed. Pump error 35 not confirmed. Moisture damage was found on the electronic assembly during visual inspection. Device received with pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had critical pump error alarm and insulin pump error alarm. The customer¿s blood glucose level was 236 mg/dl at the time of the incident. Customer also stated that the insulin pump had crack at battery compartment. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will not be returned for analysis.